Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any issues on the inflation line or cuff. Functional testing was performed by inflating the cuff with a syringe and checking for any occlusion in the inflation line. Cuff inflated normally without issue. The product was submerged under water to detect for any leakage on the line with no leakage detected. No problem found with the returned sample.

Event description:
A report was received stating after 1 month in use, tracheostomy tube was removed during a scheduled change. Prior to reinsertion of the device, testing found that the cuff would not inflate. Device was reported to have been leak checked prior to use. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.